Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b1, b2, g3, g6, h1, h2, h6, h11. Corrected data: a3b, d4, h11. Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument to perform failure analysis. Additional information: further investigation revealed a small amount of unspecified tissue adhered to the force bipolar instrument. Diathermy was used to address the issue, and no unintentional tissue removal occurred. The event resulted in minimal bleeding, which was managed using a backup force bipolar instrument.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The instrument was placed and driven on an in-house system, and passed both the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions, and the tips opened and closed as expected. The instrument was fully functional, and no product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the single port (sp) fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the customer provided image was performed by an isi failure analysis engineer (fae) and the following additional information was provided: the image appeared to show a dislodged grip tang.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the jaws of the force bipolar instrument popped out from the joint but remained attached. The procedure was completed with no reported injury.